Event description:
A malfunction on the customer's pump was reported. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the issue arises again, which the customer acknowledged and understood.